Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 board malfunctioned. No patient adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the device ran for an 8 hour day and no problems were found during the time. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.